Event description:
It was reported that the patient experienced persistent hyperglycemia while using the ilet system after meal announcements for pizza, with an initial bg of 326 mg/dl and subsequent cgm readings reported as high; troubleshooting included tubing pinch test, confirmation of no alerts, and multiple supply changes due to a near-empty cartridge, with insulin delivery resuming after site change and no bent cannula or air observed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device problem found and a usage problem identified, characterized as an improper or incorrect procedure or method related to user interface interactions and meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.